Event description:
Patient reported that pump screens kept flashing on and off. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no additional information was received regarding actions taken.